Event description:
It was reported that the product was returned for disposal only. The reason for removal was not provided. The pt had not been seen since (B)(6) 2007 by the implanting physician.

Manufacturer narrative:
(B)(4). Final device analysis revealed no significant anomalies, extensions ok, but cut thru (suspected explant damage). Final device analysis revealed no significant anomalies, lead ok, but insulation cut/melted. Final device analysis of the implantable pulse generator revealed a reliability non-conformance, feedthru anomaly. There was an anomaly in the e3 feedthru that was causing the low input capacitance.